Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. Cerelink sensor was not returned for evaluation (is not available for return as per customer) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
5 of 7 reports (same facility, different patients). Other mfg report numbers: 3013886523-2025-00314, 3013886523-2025-00315, 3014334038-2025-00147, 3014334038-2025-00148, 3013886523-2025-00317, 3013886523-2025-00318. A facility reported unreliable readings of a cerelink sensor. They encountered icp monitoring issues in several ICU patients. The monitors displayed negative readings; however, the waveforms remained satisfactory throughout. The icps were not correlated to evd transducer readings.